Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, since (B)(6) 2025, the patient had been experiencing problems with low drainage volume on the cycler. On (B)(6), the patient attended the unit for tests, and since the patient reported problems with the cycler, the patient was connected to a manual system for a patency test. The catheter infused without problems but drained very slowly while lying down and sitting. When the patient stood up, the fluid drained. A laxative and abdominal x-ray were prescribed. Despite the use of laxatives, the catheter continued to malfunction, so a CT (computed tomography) scan of the abdomen and pelvis was ordered for (B)(6) 2025. The patient reported "peritoneal dialysis catheter entering the left iliac fossa, with a fracture in its deep subcutaneous path, 8.5 cm from its entry through the dermis." The medical team decided to hospitalize the patient and examine the patient in the operating room. On (B)(6) 2025, the operating room confirmed the catheter was non-functioning, allowing fluid to be infused but not drained. A deeper examination was performed and revealed a fracture site immediately distal to the cuff. The fractured catheter was completely removed, and a new left adult catheter from the same brand was reinstalled. Audible or visual alarms generated by electromechanical devices. The sample was not available for collection, as it was discarded due to contamination.

Manufacturer narrative:
Correction: b5 additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the catheter showed visible signs of use and a cut below its cuff. There appeared to be no other abnormalities with the device. It was reported that there was an insufficient flow issue and a break on the catheter shaft. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur if the catheter is dislodged by the patient during movement, creating stress at the cuff. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, since (B)(6) 2025, the patient had been experiencing problems with low drainage volume on the cycler. On (B)(6) 2025 the patient attended the unit for tests, where slow and positional drainage was investigated. Because the patient reported issues with the cycler, they were connected to a manual system for a patency test. The catheter infused without problems but drained very slowly while lying down and sitting. When the patient stood up, the fluid drained. A laxative and abdominal x-ray were prescribed. Despite the use of laxatives, the catheter continued to malfunction, so a CT (computed tomography) scan of the abdomen and pelvis was ordered for (B)(6) 2025. The patient reported "peritoneal dialysis catheter entering the left iliac fossa, with a fracture in its deep subcutaneous path, 8.5 cm from its entry through the dermis." The patient had pain and an inability to dialyze. The medical team decided to hospitalize the patient and examine the patient in the operating room. On (B)(6) 2025, the operating room confirmed the catheter was non-functioning, allowing fluid to be infused but not drained. A deeper examination was performed and revealed a fracture site immediately distal to the cuff. Audible or visual alarms generated by electromechanical devices. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a safety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter maintenance. Only a competitor's solution was used with the device. The fractured catheter was completely removed, and a new left adult catheter of the same brand, with the same product ID (identifier) but a different lot, was reinstalled on (B)(6) 2025. A patency test, performed with saline solution, was always performed at the time of catheter installation. Flushing was required for patency testing, in addition to catheter replacement surgery, with the patient dialyzing every night. Th e sample was not available for collection, as it was discarded due to contamination. There was no blood loss, and no blood transfusion was required. The patient was hospitalized for 7 days. The patient's condition after surgery was reported as stable.

Manufacturer narrative:
Additional information: a1, b2, b5, d6a, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, since (B)(6) 2025, the patient had been experiencing problems with low drainage volume on the cycler. On (B)(6), the patient attended the unit for tests, where slow and positional drainage was investigated. Because the patient reported issues with the cycler, they were connected to a manual system for a patency test. The catheter infused without problems but drained very slowly while lying down and sitting. When the patient stood up, the fluid drained. A laxative and abdominal x-ray were prescribed. Despite the use of laxatives, the catheter continued to malfunction, so a CT (computed tomography) scan of the abdomen and pelvis was ordered for (B)(6) 2025. The patient reported "peritoneal dialysis catheter entering the left iliac fossa, with a fracture in its deep subcutaneous path, 8.5 cm from its entry through the dermis." The patient had pain and an inability to dialyze. The medical team decided to hospitalize the patient and examine the patient in the operating room. On (B)(6) 2025, the operating room confirmed the catheter was non-functioning, allowing fluid to be infused but not drained. A deeper examination was performed and revealed a fracture site immediately distal to the cuff. Audible or visual alarms generated by electromechanical devices. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a safety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter maintenance. Only a competitor's solution was used with the device. The fractured catheter was completely removed, and a new left adult catheter of the same brand, with the same product ID (identifier) but a different lot, was reinstalled on (B)(6) 2025. A patency test, performed with saline solution, was always performed at the time of catheter installation. Flushing was required for patency testing, in addition to catheter replacement surgery, with the patient dialyzing every night. Th esample was not available for collection, as it was discarded due to contamination. There was no blood loss, and no blood transfusion was required. The patient was hospitalized for 7 days. The patient's condition after surgery was reported as stable.

Event description:
According to the reporter, since (B)(6) 2025, the patient had been experiencing problems with low drainage volume on the cycler. On (B)(6) 2025 the patient attended the unit for tests, where slow and positional drainage was investigated. Because the patient reported issues with the cycler, they were connected to a manual system for a patency test. The catheter infused without problems but drained very slowly while lying down and sitting. When the patient stood up, the fluid drained. A laxative and abdominal x-ray were prescribed. Despite the use of laxatives, the catheter continued to malfunction, so a CT (computed tomography) scan of the abdomen and pelvis was ordered for (B)(6) 2025. The patient reported "peritoneal dialysis catheter entering the left iliac fossa, with a fracture in its deep subcutaneous path, 8.5 cm from its entry through the dermis." The catheter ¿separated edges,¿ meaning the catheter broke (fractured) inside the patient, resulting in the two ends (edges) of the broken catheter no longer touching and being apart from each other. The patient had pain and an inability to dialyze. The medical team decided to hospitalize the patient and examine the patient in the operating room. On (B)(6) 2025, the operating room confirmed the catheter was non-functioning, allowing fluid to be infused but not drained. A deeper examination was performed and revealed a fracture site immediately distal to the cuff. Audible or visual alarms generated by electromechanical devices. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a safety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter maintenance. Only a competitor's solution was used with the device. The catheter had been in place for 2 years and 5 months at the time of the event. The fractured catheter was completely removed, and a new left adult catheter of the same brand, with the same product ID (identifier) but a different lot, was reinstalled on (B)(6) 2025. A patency test, performed with saline solution, was always performed at the time of catheter installation. Flushing was required for patency testing, in addition to catheter replacement surgery, with the patient dialyzing every night. The sample was not available for collection, as it was discarded due to contamination. There was no blood loss, and no blood transfusion was required. The patient was hospitalized for 7 days. The patient's condition after surgery was reported as stable.

Manufacturer narrative:
Additional information; b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a3a (removed), a3b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: removed (d6a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, since (B)(6) 2025, the patient had been experiencing problems with low drainage volume on the cycler. On (B)(6) the patient attended the unit for tests, where slow and positional drainage was investigated. Because the patient reported issues with the cycler, they were connected to a manual system for a patency test. The catheter infused without problems but drained very slowly while lying down and sitting. When the patient stood up, the fluid drained. A laxative and abdominal x-ray were prescribed. Despite the use of laxatives, the catheter continued to malfunction, so a CT (computed tomography) scan of the abdomen and pelvis was ordered for (B)(6) 2025. The patient reported "peritoneal dialysis catheter entering the left iliac fossa, with a fracture in its deep subcutaneous path, 8.5 cm from its entry through the dermis." The medical team decided to hospitalize the patient and examine the patient in the operating room. On (B)(6) 2025, the operating room confirmed the catheter was non-functioning, allowing fluid to be infused but not drained. A deeper examination was performed and revealed a fracture site immediately distal to the cuff. Audible or visual alarms generated by electromechanical devices. There was no leak, and no other defects or damage were found on the product. No cleaning agents or antibiotics were used on the device or by the patient during the life of the catheter, nor were they changed or mixed. The facility did not use a sepsiderm to clean the catheter. The type of ointment used at the exit site was a sa fety seal or chlorhexidine. The wound dressing used was sterile non-woven gauze (5 x 5 cm), covered with fabric. The wound dressings did not contain any cleansing agents or antimicrobial properties. A daily exit site healing was a part of catheter maintenance. Only a competitor's solution was used with the device. The fractured catheter was completely removed, and a new left adult catheter of the same brand, with the same product ID (identifier) but a different lot, was reinstalled on june 18, 2025. A patency test, performed with saline solution, was always performed at the time of catheter installation. Flushing was required for patency testing, in addition to catheter replacement surgery, with the patient dialyzing every night. The sample was not available for collection, as it was discarded due to contamination. There was no blood loss, and no blood transfusion was required. The patient was hospitalized for 7 days. The patient's condition after surgery was reported as stable.

Manufacturer narrative:
Additional information: a4 (weight in lbs), b5, d6b, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.